Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that alarms occurred with patient positional changes. Technical services reviewed the submitted log files and pump stoppage a was confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further alarms were reported. No additional information was provided.

Manufacturer narrative:
The approximate age of device: 1 year and 8 months. Although the reported pump stop event was confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contained data from 11nov2018 to 10dec2018. The log file captured a pump stop event on (B)(6) 2018, while the patient was supported by battery power. Based on our complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. A segment of 6 wires ranging approximately 0.5-1 inches was also returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, bionate layer and the metal braided shield were carefully removed to evaluate the underlying wires. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the repair, no alarms occurred and the patient was discharged home on (B)(6) 2018. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.